Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary full height drawer 6 not detected on bus. A field service engineer (fse) opened the back panel and found power going to the pyxis module controller board (pmc) board but no orange communication lights. Fse powered down the device, replaced the pmc board, and rebooted the device. After reboot, the drawer was detected on the bus and the customer confirmed inventory tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed and not detected on bus, which located on wt ed acute. The customer attempted to recover the drawer and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.